Manufacturer narrative:
(B)(6). Reported event of catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination revealed that the catheter was found to be broken and stretched at 80 cm from the balloon¿s hub. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. The reported event of catheter broken was confirmed. It is most likely that a stone present in the bile duct blocked the catheter or the catheter was caught by scope elevator; this however cannot be conclusively determined. The most probable root cause of operational context will be assigned to this complaint as due to some procedural/anatomical factors encountered during the procedure performance of the device was limited.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) in the bile duct procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the catheter stretched and broke in two pieces. It was confirmed that nothing had detached inside the patient. Both fragments remained within the endoscope and were removed together with the scope. The procedure was completed with another extractor pro balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) in the bile duct procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the catheter stretched and broke in two pieces. It was confirmed that nothing had detached inside the patient. Both fragments remained within the endoscope and were removed together with the scope. The procedure was completed with another extractor pro balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.